Event description:
It was reported that the patient was seen for post-op reprogramming seven days after implant. The patient was doing well and no change in programming was necessary. Two days later, the patient was admitted to the hospital due to confusion, fever, and respiratory distress. The battery status was evaluated two days later. At that time, the patient was on respiratory support due to acute respiratory distress syndrome. The incision site was draining, a small area was open, and the entire stimulator site was red, swollen, and hot to the touch. The stimulator was turned off, and the family was instructed to leave it off, and not recharge until the site was fully healed. Further information received from the implanting physician noted that the incision looked better. The physician through the stimulator could be saved. The patient was still intubated, but weaning from the ventilator four days later.

Manufacturer narrative:
(B) (4).